Event description:
Olympus was informed that during a laparoscopic cholecystectomy, the grasping forceps in question sheared at the working end while inside the patient. The breaking point was where the shaft meets the jaw mechanism. No undue pressure was being exerted when this occurred. The user facility stated that the instrument failure occurred about 30 minutes in to the procedure. At the time of failure, the instrument was being used to grasp the fundus of the gallbladder. The ratchet was active and the instrument was not being actively moved. The jaw failed without warning. The instrument was removed and examined. The surgeons were confident that no part of the instrument had remained inside the abdomen. No injury was occurred. An additional instrument was located and the intended procedure was completed without further incident.

Manufacturer narrative:
The suspect medical device was returned to olympus for evaluation. Evaluation found a heavy used grasping forceps with clearly visible signs of deterioration. There are dents and scratches at the guide of the pull wire. Th insulating sleeve is missing. At the site of fracture, clearly visible corrosion of different age is adherent. This indicates a pre-existing defect. However, there are no metal parts missing which could have fallen/remained inside the patient's cavity. As clearly stated in the instruction manual, the product has to be inspected before use. It has to be ensured that it has no corrosion, dents or scratches. The instrument must be replaced in case of externally visible defects or damage. This inspection was obviously not done by the user. Therefore this incident was classified as abnormal use/off-label use. Olympus submits this incident as a medical device report (MDR) in abundance of caution.